Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: nov 13, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the device presented with the plunger rod advanced and overriding the lens stuck in the cartridge. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected revealing no damage; however, viscoelastic residue was in the lens module which could indicate that an excessive amount was used and could have contributed to the complaint event. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected and no issues were identified. The lens was removed and was possibly damaged during removal. The lens presented with damage to the optic body and a damaged haptic. The complaint issue was not identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that the inserter was damaged as the plastic plunger ended up on top of the optic and failed to advance the lens but there was no patient contact. Additional information indicated that the plastic plunger ended up on top of the optic and failed to advance the lens. The doctor attempted to remove the iol due to concerns about scratching it from the plunger and pinching it in the cartridge. No further information was provided.